Event description:
It was stated that insulin leaked from the o-rings and tubing connection. The customer's mother also reported a blood glucose reading of 365 mg/dl, which was treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.